Event description:
It was reported that during a meniscal root repair, when the surgeon went to pass his 2nd 0 fiberlink 3mm medial to the 1st, the tip of the knee scorpion needle, ar-12990n lot: 12691970, broke off inside of the scorpion instrument, ar-12990 lot 82845. The surgeon then tried to use a bone needle to get the dislodged piece out of the instrument and then tried a new needle, then, lastly a 11 blade, and the needle remains lodged. The case was when then completed by using a new handpiece without further issue.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per wi-000100100.